Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device delivered six shocks and exhausted therapies. The monitor transmission shows invalid data for episode, so episode #6 not viewable. A memory error has occurred and episode will not be available to view. The patient will be interrogated in the emergency room as the patient is in route. It was recommended that the device be evaluated for no change in programmed parameters, though it does not appear to be electrical reset. Paramity memory errors may occur where diagnostic memory is lost, however the functionality of the device remains intact. The device remains in use. No further patient complications have been reported as a result of this event. It was reported that the device delivered six shocks and exhausted therapies. Patient presented to an emergency room as a result of the shocks. Electrocardiogram data was not available to asses if shocks were appropriate or not. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 1 - ventricular nst=210 ms average v-cycle on (B)(6) -2010 12:35:35.

Event description:
It was reported that the patient presented to the emergency room after the device delivered six shocks and exhausted therapies. The carelink transmission showed invalid data, the stored episode was not viewable, and a memory error occurred. The device remains in use. No further patient complications have been reported as a result of this event.